Manufacturer narrative:
Partial lead measuring 6.5 cm from connector portion of the lead was returned for analysis. Full breach outer insulation degradation was noted at 4.5 cm from the connector boot.

Event description:
This report is to advise of an event observed during analysis.